Event description:
On (B)(6) 2026, while monitoring a patient¿s arterial blood pressure, an attempt to puncture a peripheral artery failed. Upon examination, it was discovered that the needle tip of the cannula was barbed in the opposite direction; a new arterial cannula was subsequently replaced. The patient was not harmed, and there were no associated medications or medical devices. Two similar incidents occurred within a single day.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.